Event description:
A patient reported that the insulin gauge was incorrectly showing the correct amount of insulin in a newly filled cartridge, displaying 50 units instead. There was no adverse impact to the patient¿s blood glucose level. The patient indicated that no assistance was needed at the time.